Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR # 1225714-2013-02865.

Manufacturer narrative:
The information received from the initial reporter alleged that the patient experienced injuries, including alkalosis, and then expired. The additional information alleges that the patient experienced cardiac arrest and expired. Additional information has been requested in order to obtain complete details surrounding the event and this information will be submitted upon receipt accordingly. This is one of two device reports related to this event. The associated manufacturer report numbers are 1225714-2013-02865 and 1225714-2013-02866.

Event description:
The additional information received noted that the patient experienced cardiac arrest.

Event description:
The plaintiff's attorney alleged that the decedent experienced unspecified injuries, including alkalosis and subsequently expired on (B)(6) 2009, after the use of the product.